Event description:
The lead was explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: superior technique/tools: laser no complications